Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The batteries reported in the event were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated batteries met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, the logs revealed the occurrence of two controller power-up events, possibly due to a double disconnect. The first one on (B)(6) 2016 at 14:32:01 and the second on (B)(6) 2016 at 14:03:23. On (B)(6) 2016, at 14:26:09 hours, before the controller power-up alarm, (B)(4) was connected to ps1 with a relative state of charge of 66%. (B)(4) was connected to ps2 with a relative state of charge of 203%. Ps1 was powering the controller. On (B)(6) 2016 at 13:49:50 hours, before the controller power-up alarm, (B)(4) was connected to ps1 with a relative state of charge of 67% and (B)(4) was connected to ps2 with a relative state of charge of 97%. Ps1 was powering the controller. The most likely root cause of the controller power ups can be attributed to a disconnection of both power sources. Since this was a double disconnect and the controller was power down there were no alarms or faults status recorded. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - MFR. Date: 04-30-2015 - exp. Date: 04-30-2016; (B)(4) - 1650de - MFR. Date: 04-30-2015 - exp. Date: 04-30-2016. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This type of event has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient noticed switching between batteries while they were still full. The controller was exchanged with no reported patient injury. A review of the controller log files revealed that most of the switching events were associated with tow of the patient's batteries. Return of these two batteries has been requested. In addition, the log files confirmed a controller power up and motor start consistent with disconnected of both power sources.